Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 unsupported scope error message could not be confirmed as the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was advised to clean the contacts of the scope and to return the scope for repair if the issue is not resolved after that. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope displayed a e315 unsupported scope error message. The error was displayed when preparing the scope for use. The customer tried connecting the scope to other video systems and the same error was displayed. No other scopes were displaying the error. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.